Event description:
The explanted device was received for investigation. According to the provided information on the explant report form the user was re-implanted with a cochlear implant. In addition, it was also reported that the floating mass transducer (fmt) was no longer correctly placed at the time of explantation.

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. The recipient's hearing deteriorated postoperatively, however this was not caused by the device. According to the information received from the field the recipient had no benefit using the device and has been reimplanted with a cochlear implant. Further, according to the device explantation report form the floating mass transducer postoperatively migrated from its intended position and was no longer coupled at explantation surgery. Additionally, it was also reported that the user had taste disturbances and increased tinnitus, both known postoperative side effects of otologic surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the provided information on the explant report form the user was re-implanted with a cochlear implant. Due to data policy the clinic will not provide further information.